Event description:
It was reported that the patient presented for a replacement of the rv lead due to high capture threshold. All the leads was explanted and replaced. The advisory device was also explanted and replaced during the procedure due to suspected premature battery depletion. There were no adverse consequences during the procedure. No further information is available.